Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), anterior leaflet prolapse, and long leaflets for a mitraclip procedure. A mitraclip xtw was implanted successfully at the medial anterior2/posterior2 leaflets. A second mitraclip xtw was attempted, during pre-deployment efaa testing the clip opened slightly, <10 degrees. Effa was tested again and was successful, the physician decided to implant the clip. When he rotated the arm positioner to expose the groove on the actuator it was noted that the clip continuously opened while locked (cowl) from less than 10 degrees to approximately 45-60 degrees, which was greater than during the initial efaa testing. It appeared that the regurgitation rate increased slightly from prior to deployment. An additional mitraclip xtw was implanted successfully lateral to the cowl clip for stabilization. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.